Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly; therefore, a surgical procedure was performed to remove and replace the device. Upon explant, a hole in the balloon and its tubing was identified. No patient complications were reported.